Event description:
Patient was revised because the humeral head was too large for the patient and caused decreased range of motion and damage to the glenoid.

Manufacturer narrative:
The device associated with this report was not returned. Provided information states the humeral head was too large for the patient causing decreased range of motion and damage to the glenoid. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.